Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by body weakness and abdominal pain. On the same day as symptom onset, the patient was hospitalized and was diagnosed with peritonitis one day later. The cause of peritonitis and treatment were unknown. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.